Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Though it is not confirmed a potential cause could have been improper removal of the device from its packaging. If the device is removed before the packaging is opened in its entirety, the canula can become caught, stretch, and than sling shot the needle through the tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had a needle that pierced the catheter. The following information was provided by the initial reporter: "needle came right through catheter on withdrawal, in perfect vein, causing the patient to need another IV insertion."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had a needle that pierced the catheter. The following information was provided by the initial reporter: "needle came right through catheter on withdrawal, in perfect vein, causing the patient to need another IV insertion."